Manufacturer narrative:
The reported complaint that the autopulse platform ((B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up was confirmed in the archive data and during functional testing. The root cause was the failed drivetrain motor, likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2020 and is over 5 years old. The archive data revealed multiple fault code 16 on the reported event date, confirming the reported complaint. Following service, including the replacement of the drivetrain motor, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, the autopulse platform ((B)(6)) displayed fault code 16 (timeout moving to take-up position) upon powering up. Subsequently, the lifeband failed to retract and detect the patient. Manual CPR was performed. No consequences or impacts on the patient. After the call, attempts to resolve the issue using a mannequin with the correct alignment on the platform and adjustments to the lifeband were unsuccessful.

Manufacturer narrative:
Added functional test result, which was missing from the initial MDR: the autopulse platform failed the initial functional test due to fault code 16 displayed during take-up, confirming the reported complaint. The lifeband did not retract because the autopulse did not achieve the target depth for take-up within the specified time due to the failed drivetrain motor, which was replaced to address the reported complaint.